Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2020 that the patient started on oral antibiotic flucloxacillin qds for one week for stoma site infection over christmas. It was reported site is being cleaned regularly.